Manufacturer narrative:
Date of report: 15aug2018. Updated contact name. Date received by manufacturer: 24jul18. Customer returned power supply for failure investigation. It was discovered that the failure of c56 prevented the power supply from operating on ac power.

Manufacturer narrative:
The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred. There is relationship of the device to the reported issue. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined.

Event description:
Customer reported the system stopped on it¿s own. No patient/user harm reported.